Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet pump screen became unresponsive when the user attempted to announce a meal, and subsequent charging did not resolve the frozen touchscreen; the user later received a replacement pump and requested setup assistance while using a dexcom g7 cgm. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was reported as unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with an unresponsive key or touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.